Event description:
It was reported that the patient experienced a brief low speed advisory, pump off, driveline disconnect, and low flow events. A x-ray of chest will be performed and the system controller was not exchanged since the events were due to a short to shield. The patient was stable. The log files captured 3 pump stops and 4 low speed hazards where speed drops were as low as 0. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring when connected to the mobile power unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent open heart transplant secondary to short to shield on (B)(6) 2022. The patient was being successfully maintained at home on an ungrounded cable prior to transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported events. The submitted log file captured momentary pump stops and low-speed events, as well as associated alarms throughout the log file while the system was operating on the mobile power unit (mpu), based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. (B)(6) was returned assembled with the dl cut approximately 2" from the pump housing. Approximately 1.75¿ and 5.5" of the internal portions of the dl, and approximately 4.25¿ of the distal portion of the dl were also returned (figure 1). All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The sealed outflow conduit was returned attached to the pump outlet housing. The bend relief collar was also present. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6)revealed no evidence of developed depositions or thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Continuity and hipot testing were performed on the 2¿ pump-end segment, 1.75¿ internal portion, and 4.25¿ distal end portion of the dl which did not identify any breaches to the wires that would have resulted in the reported event. Examination of the 5.5¿ portion of the dl some shield breakdown approximately 4.25-5¿ from the severed end of the dl. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires noted breaches in the brown wire approximately 4-4.5¿ from the severed end. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The hipot test confirmed the breaches to the insulation of the brown wire. The inner conductors of the wire were exposed. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The brown wire redundantly supports motor phase 2. If the exposed conductors from the wires contacted the braided shield while operating on a tethered power source (such as the mobile power unit (mpu)), the resulting electrical short to ground could have caused the pump stop and low-speed events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low-speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed pump stop and associated alarms, however, a specific cause could not be conclusively determined. The submitted log file contained data from 22aug2022 to 24aug2022. The submitted log file pump stops and low speeds events, as well as associated alarms, on (B)(6) 2022 between 05:01:13 and 05:01:17. The events occurred while the system was operating on the mobile power unit (mpu). It should be noted that a short-to-shield event can trigger the driveline disconnect alarm on the pocket controller software version 7.23. An update has been provided to future software versions. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The site reported that they needed to identify where the tear is in the driveline was. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 29aug2016. The most recent revision of the heartmate ii instructions for use (IFU) is section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.